Manufacturer narrative:
Block h6: imdrf device code a051201 captures the reportable investigation results of cutting wire anchor dislodged. Block h10: the returned autotome rx 44 was analyzed, and a visual evaluation noted that the wire/anchor got dislodged or dislocated from the distal pierced hole. The cutting wire/anchor was bent/kinked. Additionally, the guidewire introducer was broken. The device was observed under magnification, and the distal pierced hole was torn. No other problems with the device were noted. The product analysis revealed that the wire/anchor got dislodged or dislocated from the distal pierced hole. It was also found that the working length was torn at the distal pierce hole. This problem could have been caused by submitting the cutting wire to tension during the handle actuation. In addition to the possibility of the device being energized during the handle actuation, the analyzed problem could happen. Also bowing the device without being entirely out of the scope can lead to tearing it and displacing the cutting wire anchor from its position. Once the cutting wire/anchor got dislodged, the contact/interaction between the wire/anchor and the scope could cause a kink in this section. It was also found that the guidewire introducer returned broken, which could have been caused by manipulation factors, such as user technique, and the customer reported that the problem was noticed during the procedure. So, according to this evidence, it is most likely that as part of the device manipulation, the interaction with the scope/additional tools caused the guidewire introducer to get broken. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6)2023. During the procedure, the tip of the plastic catheter was damaged, resulting in the inability to perform the procedure. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results: wire/anchor got dislodged or dislocated from its distal pierce hole. Please refer to block h10 for full investigation details.